Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in january 2025. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) on the blue line was missing on four (4) drain bags. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.